Manufacturer narrative:
No conclusion can be drawn.

Event description:
Info received from our another country affiliate. A pt was diagnosed and treated for an infectious corneal ulcer. Info provided indicates the pt has been wearing acuvue oasys lenses since "late may 2007." Info indicates that in 2007, on 10th day of 2 week wear schedule, pt reported pain and foreign body sensation od. June 24th the pt complained of pain and redness od. The same month, pt visited miyazaki chuoh eye hospital and was diagnosed with a 2 mm x 2 mm central corneal ulcer, which was located slightly above the constricted od pupil. Bcva od was 20/17. Levofloxacin gtts were prescribed. The following day, pt returned to hospital and was treated with the following medications: cefmenoxime hcl and gatifloxacin hydrate gtts and levofloxacin was discontinued. That night the pt was admitted due to inflammatory cells observed in the anterior chamber. While hospitalized the pt was treated with vancomycin gtts and ofloxacin ointment, dorpenem hydrate and vancomycin IV drip. Isepamycin sulfate administered im. This treatment regimen was continued until the following month. During the pt's hospitalization, bcva's were as follows: one month earlier - 20/29 and three days later - 20/20. The following month, the size of the ulcer had decreased and pain subsided. IV and im medications were stopped and the pt was discharged from the hospital. The pt was to continue with the following medications: cefmenoxime hcl, gatifloxacin hydrate, vancomycin and ofloxacin eye drops. The pt reportedly used soft 1 cool contact lens solution manufactured by rhoto pharmaceutical. The pt reportedly didn't rub the lenses as part of the cleaning regimen per label instructions or change lens cases at regular intervals. Product and lot # info not provided. MDR reportable events are reviewed in quarterly management review meetings. Will report add'l info within 30 days of receipt.